Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for implant using a small flexnav delivery system in a patient with the following annular dimensions; valsalva diameter = 27.3 mm, valsalva sinus height = 21.8 mm, valve orifice area: 307.3 cm², circumference of valve ring diameter = 63.2 mm, and ascending aorta diameter = 32.2 mm. The navitor valve was sized via computed tomography (CT) imaging. It was noted during procedure that the 25mm navitor valve migrated toward the aorta after being fully deployed. It was noted that there was non-uniform expansion of valve during final deployment of the valve. It was also noted that there was aortic regurgitation and perivalvular leakage due to the valve being in an improper placement. The implant depth at this point was ncc: -4mm, lcc: -1mm. The decision was made to pull the 25mm navitor valve up toward the aortic arch. A valve-in-valve procedure was then carried out by implanting a 23mm non-abbott device within the 25mm navitor valve. After the successful valve-in-valve procedure was completed, a post-operative CT scan was performed and showed no abnormalities. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in procedure. The patient was stable at the time of report. The cause of the migration of the 25mm navitor is believed to be attributed to the speed at which the valve was fully deployed and the valve's non-uniform expansion. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migration, paravalvular leak and aortic regurgitation after implant due to valve being in an improper placement was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Patient had medical history of hypertension, dyslipidemia that could have contributed to the reported to paravalvular leak. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.